Event description:
It was reported that after a percutaneous coronary intervention procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, although the needle plunger was depressed until the collar met the body of the device, after the operator removed the needle plunger, the suture could not be pulled out from the body of the device. The lever was pushed down to retract the foot and the device was removed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received without the needle plunger, suture, link, needles, and cuffs, which limited the scope of the investigation. The reported needle-to-cuff miss/suture retrieval issue could not be confirmed. There was no needle strike mark at the posterior portion of the foot to suggest that the posterior needle-to-cuff miss and subsequent suture retrieval failure may have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. The reported needle-to-cuff miss/suture retrieval issue would result in a failure to achieve hemostasis. Possible contributing factors for the needle-to-cuff miss/suture retrieval issue can be influenced by, includes, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. A proxy needle plunger was inserted into the body of the device resulting in acceptable needle trajectory and push mandrel travel. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. There were no challenging anatomical conditions reported which could have contributed to the reported needle-to-cuff miss. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported needle-to-cuff miss/suture retrieval issue could not be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.